Event description:
The customer reported to customer service that she had low suction on her freestyle breast pump. She also stated she contracted mastitis and sought medical attention, in which an antibiotic was prescribed.

Manufacturer narrative:
A replacement pump was sent to the customer. A medela clinician followed up with the customer who stated that she found the freestyle pump to produce only low vacuum. At the time of her infection, her baby was breast feeding 'not very much' as a result of physiological jaundice of the newborn. She has recovered from mastitis after treatment with antibiotics. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.